Event description:
It was reported that the wire connection for the 3cg was disconnected. No impact: patient was in a-fix so chest x-ray was needed anyway. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged 3cg tether is confirmed; however, the exact cause is unknown. One photograph of a 3cg tether pin and wire was returned for evaluation. An initial visual observation of the photograph showed the wire was pulled out of the tether pin crimp. The crimp could not be observed in the returned photograph. Some of the small wires on the end of the tether wire were observed to be shorter than the rest. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.